Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion technical support specialist in response to a phone conversation with a user facility rep. (B)(4). Carefusion has dispatched a carefusion field service rep to evaluate and repair the device. The carefusion field service rep has not completed the eval and repair of the device as of december 29 2014. Carefusion will submit a follow up medwatch report once the eval and repair have been completed.

Manufacturer narrative:
Results of investigation: carefusion factory service received the device, an avea ventilator, and evaluated the device. An evaluation of the device found that the alarm did not turn on and the speaker sounded distorted. The reported issue was isolated to a defective backup alarm printed circuit board assembly (pcba). Factory service replaced the pcba and the alarm powered on with no issues. Factory service completed performance testing. The carefusion failure analysis laboratory received the suspect component, an avea alarm assembly, and evaluated the device. An evaluation of the component could not duplicate the reported issue.

Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility rep. "Biomed called requested fsd (field service dispatch) indicating during bench testing post pm (preventive maintenance) in the biomed dept, the unit's primary audible alarm is intermittently absent/very low sound on cycle sometimes. No complaints by end user on this issue. I will dispatch fsr (field service rep) to site for eval/repair."